Event description:
The customer called the philips remote technical assistance center for help in reading logs.

Manufacturer narrative:
The customer reported that a patient death occurred and they were looking for an analysis of log files to help them determine the sequence of events and user response at the time of the incident. There was no allegation of device malfunction. Post incident testing found the involved device operating to specification.